Event description:
It was reported to boston scientific corporation that a spaceoar device was used during a spaceoar implant procedure on an unknown date. Computed tomography (CT) images showed the hydrogel was near the seminal vesicles and then circles the prostate from five to twelve noon position. The hydrogel seemed to flow into this low-pressure sink. The chest/abdomen/ pelvic CT performed one week later there was no evidence of embolism to the lung. The patient current condition was unknown at the time of this report. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date, (B)(6) 2023, was chosen as the best estimate based on the date that the manufacturer became aware of the event, july 11, 2023. Blocks d4 and h4: the complainant was unable to report the upn and lot number; therefore, the manufacture date and expiration date are unknown. Block h6: imdrf device code a1502 captures the reportable event gel misplaced - vascular.